Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant was placed in ada site 30, the implant had not achieved osseointegration in type iii bone. The site was grafted. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant was placed in ada site 30, the implant had not achieved osseointegration in type iii bone. The site was grafted. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.